Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic troponin (accu tni) results generated by the access® 2 immunoassay system for one patient.the specimen was re-tested by a different lab and an accutni result recovered within the normal reference range, and was reported out of the lab. The erratic results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc was very erratic the evening of (B)(6)2010.a field service engineer (fse) was dispatched: a) the fse rebuilt all pumps and installed several new parts. B) the fse performed a system check, precision run, calibration and qc. All passed within published specifications. A definitive root cause has not been determined to date for this event.